Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x20mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the non-tortuous, severely calcified left anterior descending (lad) artery. The procedure was completed with a 3.00x16mm taxus. No patient complications were reported. Patient status reported as "good". However, the returned product revealed the stent moved on the balloon and stent damage.

Manufacturer narrative:
A visual and microscopic examination of the device found the stent had migrated distally so the proximal edge of the stent was 2mm distal to the distal markerband. There was also severe proximal stent damage with the struts in rows 1 to 3 from the proximal end of the stent raised proximally. This stent damage and migration is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context. A complaint with a most probable root cause classification of operational context indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.